Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted (B)(6) 2008; 5076-52 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) heart failure management report was missing data for intrathoracic impedance on two occasions. The lack of data resulted in an inability to calculate the patient's need for medication management. No action was taken. The patient was noted to have been experiencing heartburn with the recent medication administer ed. The device remains in use. The patient is a participant in the integrated diagnostics driven diuretic and chronic medication management for heart failure study. No further patient complications have been reported as a result of this event.